Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the therapy electrode pads of the lifevest. The patient's doctor recommended a&d ointment. The patient reported that the irritation was still there but a little better. Further follow-up attempts were unsuccessful and the patient's medical outcome is unknown.